Event description:
A customer in (B)(6) notified biomérieux of obtaining a false susceptible result in association with the vitek® 2 ast-p631 test kit. The customer reports that when testing a staphylococcus haemolyticus biologie prospective qc strain, the expected result was vancomycin resistant, but the vitek® 2 ast-p631 test kit obtained a result of vancomycin susceptible twice. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient associated with this qc strain. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of obtaining a false susceptible result in association with the vitek® 2 ast-p631 test kit. The customer reports that when testing a staphylococcus haemolyticus biologie prospective qc strain, the expected result was vancomycin resistant, but the vitek® 2 ast-p631 test kit obtained a result of vancomycin susceptible twice. An internal biomérieux investigation was performed. The reference method (broth microdilution, bmd) which was the method used for vancomycin (va) development (formulation van04n) on vitek® 2 ast-p631 cards, gave: ·va mic = 2 mg/l s (value on the breakpoint so we can have s or r within 1 doubling dilution - borderline strain) on vitek® 2 v7.01 (aes parameters: casfm eucast 2016 + phenotypic), tests were performed on vitek® 2 ast- p631 cards with two (2) different customer lots ((cl1) 7310346103 and 7310276103 (cl2)) and two (2) different random lots ((rl1) 731398312 and (rl2) 7310263103). Results obtained on vancomycin: va mic = 1 mg/l s (3 times : on cl1-cl2 -rl2) and va mic = 4 mg/l r (1 time on rl1). These results are in essential agreement within one doubling dilution to the reference value (2mg/l). Vitek® 2 ast-p631 cards performed as intended and no further action is required. Note: customer issue (susceptible results) reproduced in-house 3 times, acceptable result due to the fact it a borderline strain.